Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06205. It was reported the pt complained that the ipg site is uncomfortable. The pt stated she has not been using the system as much because it causes pain at the ipg site. Additionally, the pt states she is not receiving effective pain relief in her back. An sjm rep met with the pt and reprogrammed the system but the stimulation did not improve. The next course of action has not been determined. F/u is pending.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.